Event description:
The user facility reported that there was a fragment of tape on the product when the package as opened during a procedure. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed during the device evaluation.

Event description:
The user facility reported that there was a fragment of tape on the product when the package as opened during a procedure. There was no delay, no medical intervention, and no adverse consequences.